Manufacturer narrative:
The insulin pump had intermittent up and down button response due to moisture damage keypad traces. No button error alarm during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer stated she was in a boat and the insulin pump could have been splashed with water but was not aware of it. The device has some cracks on the screen but there is no fluid inside. Blood glucose value was around 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.